Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely patient condition related, oozing from groin site related to severely low platelets and diabetic ketoacidosis (dka) as per the clinical description provided. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22232.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp support, the 77-year-old male patient's access site was oozing. The patient had severely low platelets and diabetic ketoacidosis. Heparin was withheld. The patient was on impella cp support for 21.78 hours before expiring. The relationship between the impella and cause of death is unknown.